Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had unexpected restart, a cold reset was performed alarm happened and he did not clear it because the act buttons are not responding. Customer stated that pump was exposed to body sweat. Customer stated that time did advance. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.